Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial #: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 19-sep-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain, failed back surgery syndrome and chronic low back pain. The patient¿s medical history included ¿thyroid problems¿. On (B)(6) 2018 it was reported that the patient stated that he suspects whether his catheter is functioning properly. The patient reported having this suspicion since soon after his last pump replacement. The patient stated having 2-5cc¿s more than expected "at" during refills since approximately the second refill after the replacement; the specific date was unknown. The patient also stated that when he was hospitalized the low reservoir alarm went off, but the pump was still half full. Per the reporter, this occurred ¿some years ago¿; however, the specific year was asked and unknown. The patient reported symptoms including headaches, nausea, cold and hot feeling, and increased redness. The patient¿s arms go numb. The patent did not have any recent increases to the pump dose. There were no known environmental, external or patient factors that may have led or contributed to the issue at this time. A dye study was performed by the healthcare provider on (B)(6) 2018 and approximately 7cc¿s of yellow colored fluid was aspirated. Dye was pushed but unable to be definitively tracked via fluoro. The dye was not seen exiting catheter tip. The healthcare provider programmed a priming bolus and the patient remained in the office for some time for observation. Catheter was reported to be at l1 on the day of the dye study per the healthcare provider. The patient would be referred to the neurosurgeon for further evaluation and possible catheter replacement. Surgical intervention did not occur but was planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted to be alive no injury. Additional information was received on (B)(6) 2018 from an hcp who reported that they were not aware of a time when the low reservoir alarm occurred but the pump was still half full. Per the hcp, there was possible catheter breakage and the fluid obtained was sent to the lab for analysis. Additional information was received on (B)(6) 2018 that reported the cause for not seeing the dye exiting the catheter tip was not determined. Per the company representative that covered the revision/replacement surgery, the explanted catheter appeared to be in tact; however, fluid was unable to be pushed through it on the back table. The catheter revision/replacement surgery was scheduled for today (B)(6) 2018. No further complications have been reported as a result of this event.